Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical support (ts) on (B)(6) 2026 that the liberty select cycler was alarming with m31 air detected in cassette warning in fill 1. The patient was connected during the incident, and fluid was seen inside the cassette door. The film on the back of the cassette is not loose, and all line connections were all securely connected. Fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and had leaked from unknown. The patient was unable to confirm. Additional information was requested, however to date has not been provided.